Event description:
It was reported that there were unacceptable thresholds and sensing difficulty. The lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device meets or exceeds 14 years of service, and no patient complications or injuries were indicated. Past experience establishes this is an expected end-of-life condition. No user facility follow up will be done.